Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Reportedly, within 1 hour of the vessel closure, a pulse could not be felt in the limb.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy of the common femoral artery after a diagnostic procedure. Reportedly, within 1 week of the vessel closure, a pulse could not be felt in the limb. An angiogram revealed an occlusion due to plaque lift at the access site. Common femoral endarterectomy was performed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.